Event description:
It was reported by a customer in the USA that during set-up of an 840 ventilator, the unit experienced a device alert. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse found an error code relevant to the malfunction recorded in the memory logs, and replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).